Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024 . The event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 500 mg/dl and patient resolved the event with correction bolus via pump followed by replacing infusion set and resumed insulin deliveries successfully. No further information available.